Manufacturer narrative:
The device is at end of life. Stryker recommended the customer remove from service.

Event description:
The customer contacted stryker to report their device would get stuck on the self test screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.